Event description:
The customer received blood glucose readings of 295 and 283mg/dl on the contour next link. The doctor's meter readings were 83,86,87mg/dl the differences between the readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips were sent to her.